Event description:
The account alleged the nurse call system wasn't working.

Manufacturer narrative:
The tech isolated the issue to the communication cable. He replaced the communication cable to repair the bed.